Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bleeding occurred between the catheter and hub junction. During the venous puncture procedure¿specifically while using a single-use needle-stick injury prevention type peripheral IV catheter¿the nurse observed bleeding at the junction between the catheter and the needle hub. This incident caused emotional distress to the patient; the nurse immediately reassured the patient, promptly removed the IV catheter, applied pressure to stop the bleeding, no serious injury, replacement.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383519 and lot number 5170562. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.